Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving an inappropriate shock therapy and stayed for a follow-up. The delivered therapies were caused by episodes of noise interference. The lead was capped and replaced. The patient condition was good and stable.